Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -9.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021 as a replacement lens to a previous low vaulting issue. It was noted "the vault is still not good. The surgeon needs a close follow up". Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted. See MFR# 2023826-2022-00475 for initial implant.